Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis(pd) patient experienced a break in aseptic which resulted in peritonitis. The breach was further described as touch contamination during the pd therapy procedure. The peritonitis was manifested by cloudy effluent and the patient was hospitalized for the event. Cefamezin and modacin were administered as treatment for the event. The patient was retrained on proper aseptic technique. Pd therapy was ongoing. At the time of this report, the patient was still hospitalized and was recovering. No further information was provided.